Event description:
Patient had a lumbar laminectomy with posterolateral lumbar fusion from l3 to s1 in 2001. The following items were implanted: silhouette 5.5mm steel rods. Transverse connectors, (4), locking nuts/inserts, eight locking nuts, four 5.5 x 40mm polyaxial screws, two 6.5 x 50mm polyaxial screws, and two 64 x 45mm polyaxial screws. According to x-rays taken in 2001 one of the screws had fractured. The remaining construct was in proper position. The fixation system was removed (5 1/2 months post-op). Half of the broken screw was not to be removed and currently remains implanted in the patient's vertebral bone.